Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 04dec2025, at 16:28, the patient underwent transurethral ureteroscopic laser lithotripsy for right ureteral stones, flexible transurethral ureteroscopic laser lithotripsy for left kidney stones bilateral transurethral ureteral stent placement under general anesthesia. Postoperatively, an indwelling catheter was placed, and bladder irrigation was unobstructed, with a light red color. On 05dec2025 at 08:10, the patient foley catheter balloon ruptured air was injected, and the balloon leaked and slipped out spontaneously. The doctor was notified, and continued observation was advised.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, at 16:28, the patient underwent transurethral ureteroscopic laser lithotripsy for right ureteral stones, flexible transurethral ureteroscopic laser lithotripsy for left kidney stones bilateral transurethral ureteral stent placement under general anesthesia. Postoperatively, an indwelling catheter was placed, and bladder irrigation was unobstructed, with a light red color. On (B)(6) 2025 at 08:10, the patient foley catheter balloon ruptured air was injected, and the balloon leaked and slipped out spontaneously. The doctor was notified, and continued observation was advised.